Event description:
The customer reported rust staining on wrap where the tray was sitting. Additional information reported on (B)(6) 2025 states, there were a couple of patient procedure cancellations.

Manufacturer narrative:
Incident one the sample is reported to be available but has not been returned. A follow-up report will be provided upon conclusion of investigation this product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
Incident one. One used sample was received. A large rectangular stain is outlined in the middle of the wrap where an instrument tray may have rested. The stain penetrated both blue and white layers in a corresponding outline. Manufacturing site reviewed the device history record for complaint lot. Site reviewed complaint records for fabric defects, and no issues had been documented. All quality attribute visual checks were documented as pass on these rolls. No material had been placed on hold or scrapped for material defects or stains. According to the quality records, this material met specification guidelines. Customer feedback is reviewed by the complaint review board which utilizes metrics such as cpm (complaints per million) and trend analysis to monitor the effectiveness of the process and quality control. Currently there are 1.4 complaints per million for this product, this does not warrant further actions. No further action will be taken at this time. A root cause was not identified. The stains were indicative of some type of reaction with the instrument tray the end-user was sterilizing. The sterilization materials and process utilized by the customer is unknown. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.